Manufacturer narrative:
Na

Event description:
Caller reported blood glucose results of 459 mg/dl and 110 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 459 mg/dl and 110 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.